Event description:
Alerted to IV tubing malfunctioning when trying to put on central line clave. After clave hub was alcohol cleansed the IV tube was attached but kept coming of despite multiple attempts by rn and manager. Clave changed out. IV tubing still did not attach. IV tubing replaced and no issue was had after. No harm to patient.